Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Reported complaint was observed on the returned photo. Plunger override was also observed on the returned photo. The returned photo shows an company preloaded device being held by the surgeon during the implantation procedure. The lens bay door is open, the plunger is advanced to just past nozzle entry and is bent and advanced over the iol. The iol is advanced to nozzle entry and appears to be damaged. The plunger is bent, this typically occurs when the plunger is continuously advanced by pressing the lever but is blocked by the lens. We are unable to determine the root cause for the reported complaint the plunger was bent. The product was not returned for analysis. Plunger override was observed on the returned photo. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to override the lens. If the operating room temperature is too high (morethan 23 degree c or 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure when the lens was opened the surgeon noticed that the plunger was bent, making it impossible to use the lens. The surgery was completed with the another lens. There was patient contact and no patient harm. Additional information has been requested.